Manufacturer narrative:
Insulin pump received with no button response due to flattened dome switch on act and up arrow button. Connector was inspected and unlocked on lcd board. Unable to verify failed battery test or rewind anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump rejected brand new battery at room temperature, rewind process sounds were lighter and buttons were harder to push. Blood glucose level was unknown. The insulin pump will not be returned for the analysis.